Event description:
Information received by medtronic indicated that insulin pump alarmed error. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
On (B)(6) 2021 customer called in with the following concern: pump error 23 alarm. P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, rewind test and self test. No pump error 23 alarm or unexpected restart noted during rewind or during testing. Battery was removed form pump and monitored for 10 minutes. Unit power up properly after insertion of the battery and no pump error 23 alarm was noted. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 23, 24 ,49 and 68 were recorded on (B)(6) 2021. Proceed it by cutting unit open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. Force sensor zero off set within spec(23.9mv). No moisture damage noted on electronic assemblies noted during visual inspection. No physical damage noted during visual inspection. Unit functioning properly. In conclusion no pump error alarm 23 were noted during testing. However, unit may have had an intermittent failure not detected during our testing.(B)(4).